Event description:
Reporter alleged blood glucose was 86 mg/dl at 1:15 and took normal medication and food. It was reported later in the day, time unk, emergency medical technicians (emts) were called and their device measured 35 mg.dl so he was treated with glucose by mouth. Reporter stated emts then measured glucose to be 28 mg/dl and he was transported to the hospital and given IV where he was kept for 2.5 days. A request was made for the return of the suspect device and replacement product was sent.